Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was over 580 mg/dl. The customer self-administered an injection of insulin to address the bg level. The customer changed the tubing two times and also the site. The occlusion was resolved. As the customer was not currently receiving the alarm and the supplies had been changed, troubleshooting to determine a possible cause of the occlusion was unable to be performed.